Event description:
It was reported that foreign matter was noted on the catheter. "The customer complained that dirt was found on the catheter ".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.